Event description:
It was reported that the customer received a power source alert and the pump did not charge after plugging the pump into a wall outlet. Customer¿s blood glucose value was 118 mg/dl. Additional information was not provided. Multiple follow up attempts were performed by tandem technical support to complete troubleshooting, however, customer did not respond.

Manufacturer narrative:
Device not returned